Manufacturer narrative:
The event occurred at (B)(6). Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had elevated lactate dehydrogenase (ldh) levels and was admitted for heparin infusion and hydration. Ldh level elevation resolved and patient was being monitored closely. No further information was provided.